Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt was sitting for a long time and the stimulation was "completely buzzing up and down" the pt's leg. Pt st ated the reason they have the stimulator is because of a damaged nerve related to their leg. Pt stated they had difficulty turning the stimulation off but eventually got the stimulation off. Pt decided to not turn the stimulation on or charge the stimulator for a little over a year. The patient was redirected to their healthcare provider to further address the issue. Pt stated they are no longer experiencing pain so they likely will not want to go back to using the stimulator. Agent reviewed considerations and redirected pt to hcp for further discussion.